Event description:
The customer reported that while the panorama central station was in use monitoring patients along with bedside monitors and ambulatory telepacks, the central station suddenly stopped, displaying traces for the patients in the ICU, ER, and telemetry. The biomed rebooted the elan switch and wireless communication was restored. Traces did not return in the ICU, which was hardwired. No patient injury was reported.

Manufacturer narrative:
The company service representative replaced the elan switch. The ICU cpu was rebooted to restore communication. The system was tested to factory specifications. It functioned normally and was returned to use.